Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, but the reported event of failure to sense was not confirmed. A complete lead was returned for analysis. Electrical testing, visual and x-ray examination were normal and found no anomalies. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited insufficient current of injury and low sensing. Repositioning was attempted, and the rv lead further exhibited failure to extend helix. As a resolution the rv lead was not implanted a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.